Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. In (B)(6) 2011, the patient experienced peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient was recovering and dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers 11b10h25 and 11c23h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.